Event description:
It was reported that there was no energy output. There were no errors. The fiber and blast shield already had been changed. There were no patient complications, however, the procedure was cancelled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.